Event description:
It was reported that the patient¿s house had a power surge and after, she noticed her charger was plugged into the socket and her charger would not come ¿on.¿ then, one day it appeared to be working properly, but the patient¿s implantable pulse generator (ipg) would not charge. It was noted that there was an overdischarge. A physician recharge was attempted twice and there was no response from the ipg. A possible ipg replacement was planned. The reporter noted that the patient had no therapy relief at all on the right side implant, but had 70-75% pain relief when the ipg was running. The patient was anxiously awaiting an ipg replacement in (B)(6) 2015, but it had been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3 7742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).